Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the twist wasn't determined. It was unable to determined where resistance occurred. There was no damage observed to the pipeline pushwire or catheter. The proximal end failed to open. The pipeline was not placed in a vessel bend when it failed to open. Resheathing was attempted to try to open the pipeline but it could not be opened.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228323973); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was twisted and became stuck in the phenom catheter. The pipeline was unable to fully deploy. The patient was undergoing flow diversion implantation for treatment of a fusiform, unruptured aneurysm in the vertebrobasilar artery with a max diameter of 30 mm and a 20 mm neck diameter. Landing zone: distal: 3 mm and proximal: 5 mm. The accessed vessel was the vertebral artery with a diameter of 4 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the same as the previous result. It was reported that while deploying pipeline vantage proximal end was observed twisted, it became stuck in the phenom 27 and could not deploy fully, so both devices were withdrawn. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis of ped3-027-550-50, lotno: b431531. As found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline vantage shield and phenom 27 outer cartons and inner pouches; and within a dispenser coil. The pipeline vantage shield was returned within the phenom catheter. The pipeline vantage shield was returned outside ethe catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at proximal as the pipeline vantage shield braid was found to be fully opened. However, based on the analysis findings, the pipeline vantage shield and phenom 27 catheter were confirmed to have resistance as the phenom 27 catheter and braid were found to be damaged. From the damages seen on the catheter (flattening), pipeline vantage shield braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.